Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') in an adult female patient who had essure (batch no. 628048) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation ("ablation"). The patient was treated with surgery (surgery to remove essure, bilateral salpingectomy, laproscopic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. The reporter commented: discrepancy : date(s) of insertion: (B)(6) 2009, (B)(6) 2014. Discrepancy : date(s) of removal: (B)(6) 2018, (B)(6) 2019. Insertion details- at the end of procedure, the right cornua had 2 visible coils and left cornua had 1 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure coils are seen in place.. Most recent follow-up information incorporated above includes: on 16-dec-2021: mr received: reporter information and lab data were added, we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') in an adult female patient who had essure (batch no. 628048) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation ("ablation"). The patient was treated with surgery (surgery to remove essure, bilateral salpingectomy, laproscopic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. The reporter commented: discrepancy : date(s) of insertion: (B)(6) 2009, (B)(6) 2014 discrepancy : date(s) of removal: (B)(6) 2018, (B)(6) 2019. Insertion details- at the end of procedure, the right cornua had 2 visible coils and left cornua had 1 visible coils. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') in an adult female patient who had essure (batch no. 628048) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation ("ablation"). The patient was treated with surgery (surgery to remove essure, bilateral salpingectomy, laproscopic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. The reporter commented: discrepancy : date(s) of insertion: (B)(6) 2009, (B)(6) 2014. Discrepancy : date(s) of removal: (B)(6) 2018, (B)(6) 2019. Insertion details- at the end of procedure, the right cornua had 2 visible coils and left cornua had 1 visible coils. Most recent follow-up information incorporated above includes: on 7-oct-2020: fu 3&4 proceeded together. Pif received: endometrial ablation was added as a event. Lawyer was added. On 14-oct-2020: fu 3&4 proceeded together. Pif received: reporter was added. Lot no. Was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.